Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. The intermittent power was caused by a blown fuse and alternative current (ac) inlet. In addition, there was a worn out scope socket and the lamp life meter was reading at more than 400 hours (but the light output measured within specification). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera ii xenon light source turned on and then turned off. It turned off in the morning but when the customer was about to the start the cause, it turned off and would not power back on. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the intermittent power issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a charred fuse and a broken alternative current (ac) inlet. The exact causes of these component faults were unknown. Olympus will continue to monitor field performance for this device.